Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The balloon protector cap was not returned for analysis. An examination of the returned device identified a break in the hypotube. The break was located at 2mm distal from the strain relief. No other damages were identified along the length of the hypotube. There was no damage noted to the tip, balloon, or blades. No tears or holes were noted in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03aug2016 it was reported that balloon catheter did not cross the lesion. The 90% stenosed target lesion was located at the moderately tortuous and severely calcified coronary artery. A 3.00mmx10cm flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the device could not cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patients' status was stable. However, device analysis revealed that the hypotube was broken.